Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) , product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl 2000mcg/ml at 3.86.1mcg/day and clonidine 100mcg/ml at 19.3mg/day via an implantable pump. The indication for use was non-malignant pain. The patient reported that she feels the pump is "shutting down¿ for an 8 hour period. When the pump ¿shuts down¿ the patient is in severe pain for about an 8 hour period. The patient stated during the 8 hour period she goes through withdrawal symptoms. The patient stated she has not heard the pump alarm and when she tries to bolus the ptm shows the bolus delivered. The patient also didn't think that the medication is going through the catheter and that it may be obstructed, not supplying the medication. The patient also stated that when she requests a bolus and the ptm shows the bolus delivered but the patient does not feel the effects or relief until she boluses the next time and feels the relief right away. Per the patient this typically happens on tuesday s when they go out to dinner and then to a meeting but then stated that sometimes it happens on saturdays. After dinner and meeting the patient goes to bed. The patient stated her pain returns and becomes severe. The patient uses the ptm (personal therapy manager) and the bolus delivers but the patient does not receive relief. Per the patient this goes on for about 8 hours. After the approximate 8 hours she requests another bolus and it delivers and she has pain relief. The patient thought it was because she was wearing jeans. The patient stated they started wearing leggings and it stopped happening but now it is happening again about 2 weeks ago. The patient further stated the pump was moving in the pocket due to weight loss and stated she has lost about 50 pounds. No further patient complications were reported.